Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Per the physician, the ion system did not cause or contribute to the pneumothorax. Rather, pneumothorax was a known potential risk because the lesion was the same distance to the length of the pleura. The nodule was a second lesion and was diagnosed as malignant. The patient also had a prior lung metastasis from another site. The ion procedure was completed and post-procedurally, the pneumothorax was revealed via x-ray. The patient was asymptomatic for a pneumothorax. A 12 french chest tube was placed and the patient was hospitalized for 2 days and then subsequently discharged home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization to resolve the complication.